Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported customer encountered error #40084. Tse reviewed error #40084 confirmed in logs on universal motion controller (umc) 1. Tse guided through emergency power off (epo) of system, but issue persisted. The procedure was converted laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced cardcage and proximal set-up joint (suj) to resolve the issue. The system was verified and ready to use. The suj was returned for failure analysis due to 40084, suj2 for hard 319 errors. The error was confirmed as having occurred in the field and not replicated in-house. Also, the unit was tested on a patient side cart fixture test platform (pftp), all test passed. Also, the cardcage was returned for failure analysis, but the reported failure could not be replicated. The cardcage was installed and tested on the test system. The system started up without any error with good image. The audio is loud and clear. The emergency power off (epo) functionality test passed and ran 50x power cycles with this part, all passed. All the gantry motors were moved the full range of motion without any issue. The part remained on the test for hours in normal operation while testing other the part, it performed without an error.